Event description:
This patient was presented to the interventional lab on june 20, 2005, for an angiogram. The patient had a history of hypertension, presenting with less than one block bilateral thigh claudication. The vessel was described de novo, heavily calcified, not tortuous, with a 7mm eccentric stenosis present. The length of the lesion was 1cm. A contralateral approach was used. There was no difficulty advancing the catheter over the guidewire. An angiogram was completed with no injury to the patient. In april 2006, the patient returned to the hospital complaining of leg pain. Another angiogram was performed and revealed that a piece of the diagnostic catheter that was used in the index procedure was still in the patients left iliac artery. The foreign object was approximately 7 to 8 cm in length and needed to be surgically removed. The patient is in good condition.